Event description:
Pt has experienced elevated blood glucose (approx 400 mg/dl) over the past few weeks. She changed the accessories and delivered insulin via the infusion device, but this was not successful in lowering blood glucose. She then delivered insulin via pen. Pt believes the infusion device does not correctly provide e4 occlusion errors. The infusion device was requested for eval. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.